Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire close to the proximal clevis hole. The internal conductor wires were exposed. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of a broken conductor wire are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a broken cable. There were no reports of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.